Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2011-02763 and MFR. Report # 3005099803-2011-02764). It was reported to boston scientific corporation that two dreamtome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, the indication of the procedure was treatment for bile duct stones. During the procedure, the sphincterotome (the subject of MFR. Reporter # 3005099803-2011-02763) was introduced into the patient and positioned in the common bile duct. However, when the cutting wire was energized to perform the sphincterotomy, the cutting wire broke. The cutting wire remained connected to the device and no portion of the wire detached inside of the patient. A second dreamtome rx sphincterotome (the subject of MFR. Reporter # 3005099803-2011-02764) was introduced into the patient and positioned within the common bile duct. However, again, when the cutting wire was energized to perform the sphincterotomy, the cutting wire broke. The cutting wire remained connected to the device and no portion of the wire detached inside of the patient. The procedure was completed with a third dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and the broken ends of the cutting wire appeared discolored and blackened. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. Additionally, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. During manufacturing, tome devices are 100% inspected, the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2011-02763 and MFR. Report # 3005099803-2011-02764). It was reported to boston scientific corporation that two dreamtome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, the indication of the procedure was treatment for bile duct stones. During the procedure, the sphincterotome (the subject of MFR. Reporter # 3005099803-2011-02763) was introduced into the patient and positioned in the common bile duct. However, when the cutting wire was energized to perform the sphincterotomy, the cutting wire broke. The cutting wire remained connected to the device and no portion of the wire detached inside of the patient. A second dreamtome rx sphincterotome (the subject of MFR. Reporter # 3005099803-2011-02764) was introduced into the patient and positioned within the common bile duct. However, again, when the cutting wire was energized to perform the sphincterotomy, the cutting wire broke. The cutting wire remained connected to the device and no portion of the wire detached inside of the patient. The procedure was completed with a third dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.